Event description:
It was reported that during surgery, the liner would not seat in the trilogy cup. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Foreign - event occurred in canada. Visual examination of the returned product identified damage is observed to bottom of liner on boss. Damage is observed on bottom of rim and the top. Noticed positive material on cut-outs where the liner mates with shell. It is unknown it the damage occurred during implantation or prior. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.